Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure the distal end of the was sheath was kinked when the closure device was retrieved. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system without the dilator, and blood in the device was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the sheath was kinked. There was no other damage or defect found. The reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the reported events and observed damage occurred as a result of factors encountered during the procedure. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure the distal end of the was sheath was kinked when the closure device was retrieved. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.